Event description:
It was reported that during laparoscopic gastrectomy procedure, it was found that the tip of the blade was broken. Another device was used to complete the procedure. There was no adverse patient consequence reported.

Manufacturer narrative:
Date sent: 07/07/2008. Information anticipated, but unavailable at this time.